Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device received an error code 77 (non-recoverable system error) and temperature probe issue. The patient was switched to a different device. Per follow up information received on 11mar2022, manifold assembly would be replaced to fix the issue. Per follow up information received on 15mar2022, the patient continued therapy on the same device. They had temperature probe issue. Per follow up information received on 17mar2022, the probe had given incorrect reading.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "sensor wire too weak". It was unknown whether the device had met specifications. The product was used for diagnostics purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bard was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device received an error code 77 (non-recoverable system error) and temperature probe issue. The patient was switched to a different device. Per follow up information received on 11mar2022, manifold assembly would be replaced to fix the issue. Per follow up information received on 15mar2022, the patient continued therapy on the same device. They had temperature probe issue. Per follow up information received on 17mar2022, the probe had given incorrect reading. Per sample evaluation results received on 18aug2022, it was noted that there was a crack on the control panel housing